Event description:
It was reported that the meshergraft ii was shredding the skin instead of meshing. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was out of calibration. Additionally, it was determined that the roller and cutter were worn and required replacement. The device was repaired according to procedure and returned to the customer. The device was purchased in 1982. A review of service records indicate that the device has not been returned to the MFR for repair or preventative maintenance since purchased in 1982. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy."